Manufacturer narrative:
The reported complaint that "the autopulse platform (B)(6) displayed user advisory (ua) 07 (discrepancy between load 1 and load 2 too large) error message" was confirmed during functional testing and review of the archive data. The root cause of the (ua) 07 was due to the failure of single point load cell #2, likely attributed to failed component(s), or mishandling such as a drop. Visual inspection of the returned platform was performed, and no physical damage was observed. A review of the archive data showed (ua) 07; thus, confirming the reported complaint. The platform failed initial functional testing due to the displayed (ua) 07 error message; thus, confirming the reported complaint. Single point load cell #2 was replaced to remedy the complaint and to perform further testing. Subsequently, a load cell characterization test was performed and passed without issue. The device was tested with a lrtf (large resuscitation test fixture) for approximately 15 minutes with no issue. Zoll is awaiting customer approval for service repair. Historical complaints were reviewed for service information related to the reported complaint and there was no previous history of complaints reported for autopulse with serial number (B)(6).

Event description:
The customer reported the autopulse platform (B)(6) displayed user advisory (ua) 07 (discrepancy between load 1 and load 2 too large) error message. The customer tried to test the unit with a weighted manikin, but the error message was not cleared. No patient involvement.